Event description:
It was reported that the ok and arrow buttons have to be pressed multiple times for the pump to respond. The pt also claimed that the backlight button also stopped working. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the contrast button was unresponsive, the down arrow was intermittently responsive, and there was evidence of adhesive/contamination under the button contacts. The ok button responded to user input.